Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had issues with cracked or holes in the circuits and failed leak test due to these circuits. It appeared to lose air due to holes. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. One device and photo were received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There was a hole in the circuit. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.